Event description:
Clip applier would not apply clip when engaged. Manufacturer response for clip, implantable, epix® universal clip applier (per site reporter). Let them know of event and where it is located for pickup.